Manufacturer narrative:
(B)(6).

Event description:
It was reported to boston scientific that during a laparoscopic sacrocolpopexy procedure, after the physician sutured the anterior and posterior ¿legs¿ of the upsylon mesh and went to suture the third ¿leg¿ to the sacrum, the mesh tore/sheared from the outside in toward the middle. Reportedly, the physician had first placed a protack fixation device inside the middle of the mesh, with a size 0 permanent suture, and during the suturing of the last suture, the mesh tore. The physician used another proximal section of the mesh to suture the device in place. A laparoscopic probe was used to grab the mesh. It is unknown if any part of the mesh detached inside the patient. The patient, who is over 18 years old, was in ¿fine¿ condition at the conclusion of the procedure.